Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge and tubing change on the ilet, the user initially had difficulty inserting a new cartridge until the piston was audibly rewound, after which the change was completed, but a subsequent attempt resulted in repeated ¿unable to proceed¿ messages during rewinding with no supplies installed, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.